Event description:
It was reported that while using bd vacutainer® lh pst¿ ii plus blood collection tubes, there are erroneous results and foreign matter floating on the surface of the plasma of an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: "short description: discordant troponin results on roche cobas 8000 when did the incident occur? During use discordant troponin results going from 100-200 to 15-20 particles floating on the surface of the plasma, is this related?"

Manufacturer narrative:
H.6. Investigation summary: material #: 367376. Lot/batch #: 3019706 and 3058692. Bd received 2 contaminated samples for investigation. The customer samples were discarded as contaminated samples are not reviewed for investigation. Therefore clinical testing was performed with retention samples. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-troponin t and poor plasma-particles) because the defects were not evident in the testing of the complaint lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed for erroneous results-troponin t and poor plasma-particles. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results-troponin t and foreign matter-particles were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® lh pst¿ ii plus blood collection tubes, there are erroneous results and foreign matter floating on the surface of the plasma of an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: "short description: discordant troponin results on roche cobas 8000. When did the incident occur? During use discordant troponin results going from 100-200 to 15-20. Particles floating on the surface of the plasma, is this related?"

Manufacturer narrative:
There were two lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3019706. D4. Medical device expiration date: 31-07-2024. H4. Device manufacture date: 19-01-2023. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.